Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they cannot increase past 1.7 or 1.8 volts without a lot of spinal pain or pain down the right of the vagina and patient feels there is a failure with the device because it is not working well therapeutically. Patient has already tried all 7 programs and states it has never been extremely therapeutically effective since getting it. Patient sates they originally got it for bowel but it was supposed to help with urinary as well. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.